Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle the pen needle is difficult to remove from the pen after injection. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd micro fine plus pen injector needle the pen needle is difficult to remove from the pen after injection. Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event.

Manufacturer narrative:
Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event.